Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A family member of the patient reported that the patient passed away in (B)(6) 2015. The exact date of death is not known. Follow-up information was provided by a nurse at the patient's peritoneal dialysis (pd) clinic who revealed that the patient switched from pd to in-center hemodialysis (hd) at a different clinic. The patient was having issues with their pd treatments at the time of the switch. The hd facility was contacted; however, the nurse stated that no information would be made available over the phone. She asked that a medical record request be faxed to the site for information related to the patient's death. The nurse was able to confirm that fresenius hemodialysis machines are used at their facility. No further information is currently available.